Manufacturer narrative:
(B)(4). Pump passed the displacement test and self test. However, moisture damage at electronic assembly. Also, moisture damage motor during visual inspection. Pump received with cracked case from display window corner, cracked reservoir tube lip, cracked battery tube threads, cracked case from reservoir tube window corners and stained end cap sticker. The test infusion set and reservoir does lock into place.

Event description:
Information received by medtronic indicated that insulin pump was exposed to moisture. No harm requiring medical intervention was reported. The device will be returned for analysis.